Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation issue was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 60% stenosed diagonal artery. A balance middleweight (bmw) elite guide wire was advanced to the lesion and a 2.5 x 15 mm trek was inflated to 10 atmospheres; however, when attempting to deflate the balloon it would not deflate. There were several attempts made to deflate the balloon but it still would not be deflated so the device was removed still inflated. There was a clinically significant delay in the procedure. No additional information was provided.